Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that he used to wear the sensors, but he would get infections very easily, and had to go to his doctor for treatment. The customer stated that his doctor wants him to start using them again. The customer stated that he no longer has infections as the last time he wore a sensor was 1.5 to 2 years ago. Answered other questions for the customer. Nothing further was reported.